Manufacturer narrative:
Initial reporter phone#: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported 10 bd q-syte luer access split septums had leakage issues. The following information was provided by the initial reporter: "a joint leak occurred in ICU".

Event description:
It was reported 10 bd q-syte luer access split septums had leakage issues. The following information was provided by the initial reporter: "a joint leak occurred in ICU."

Manufacturer narrative:
H.6. Investigation: our quality engineer inspected the photograph submitted for evaluation. Bd received one photograph which displayed three stopcock devices connected together along with three q-syte (one q-syte per stopcock) attached to the female luer of the stopcock. A black coloration can be seen at the male luer of each q-syte. It is not possible to determine, based on the photo, if the black coloration is media or an effect of the lighting. The black coloration does not extend past the threads. Additionally, the septum of the q-syte in the middle of the photo has a yellow coloring to it. The photo does not provide evidence of a leak. From review of the photograph, leakage was not confirmed. The photo provided for this incident did not present sufficient evidence to identify or confirm the alleged failure or to establish a definite root cause. Discoloration was observed. A root cause could not be determined. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h.10.